Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was an off label case of a 29 mm sapien 3 valve, in pulmonic position by transfemoral approach. The valve slipped into rvot during deployment, requiring cutdown and surgical intervention. The valve was explanted and another valve was implanted surgically. Patient was stable throughout procedure. No patient injury. Patient was in good condition post-procedure. As per medical opinion, the perceived root cause of the reported event was a large and not calcified annulus.

Manufacturer narrative:
Correction section h6 per evaluation. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints was unable to be confirmed as no procedural imagery was returned. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved deploying sapien 3 thv in a non-calcified pulmonic native annulus. Thv implantation in a non-calcified native pulmonic annulus using the sapien 3 (s3) valve with the commander delivery system (ds) is not an indicated use of the device. Therefore, this was off-label operation. Per the instructions for use (IFU), valve embolization requiring intervention are known potential adverse events associated with the transcatheter heart valve replacement procedure. In this case, the valve was implanted in a native annulus that lacked annular calcification. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.